Event description:
The patient reported, 11 separate incidents over the past 4 months, where his insulin infusion tubing separated at the luer lock connection. The patient stated, that a few of these incidents caused blood glucose readings of up to 500 mg/dl. He stated he normally knows when his readings are high as he feels sluggish, urinates frequently, has dry mouthy and blurred vision. He stated, he now checks the infusion tubing every few hours to see if the luer lock has separated from the tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.